Event description:
Caller reported a malfunction on the pump, identified by code malf 7, which occurred before the pump was even set up, as the customer had not used it yet and was continuing to use multiple daily injections (mdi). There was no adverse impact to the customer's blood glucose level since the pump was not in use. Technical support followed up with the customer to guide them through resetting the pump, but the malfunction reoccurred. As a result, the pump was set to be replaced with instructions provided to the customer on handling the return and setup of the replacement pump, ensuring insulin delivery through mdi in the meantime.